Event description:
It was reported that the patient with this pacemaker experienced a hard fall resulting in a large bruise over the device area. The device was interrogated in which safety mode was displayed and pacing inhibition was observed. Subsequently, the device was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.